Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on september 5, 2017, confirmed that the connecting part of the scissors side did not break. The tissue pad was severely worn. The wearing shape of the tissue pad was matching to the probe position which was not fully inserted. There were contact marks on the surface of the probe and the metal part of the jaw each other. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the evaluation result, it was likely that the tissue pad damage occurred by the mechanism as follows; the probe was fixed on the handle shifting to proximal side. Ultrasonic output was being activated while the probe was contacting with the tissue pad forcedly. The area of the tissue pad which was contacting with the probe was severely worn. Consequently the probe contacted with the metal part of the jaw. The contact marks were made, due to activation while the probe and the metal part of the jaw were contacting each other. It was likely that the shift of the probe occurred by the causes as follows; - the probe was not fixed on the handle completely. - the probe could not insert to the connector fully, since the c-ring of the transducer was broken. The instruction manual of the device has already warned as follows; warnings: do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage and/or deform the grasping section, or cause it to fall off or premature wear in the grasping surface.

Event description:
The subject device was used during an uncertain procedure. Since the connecting parts between the scissors and the transducer broke, the transducer did not fix completely. Consequently the tissue pad and probe tip of the device were damaged due to the shift of the probe. The procedure was completed with a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on september 5, 2017, confirmed that the connecting part of the scissors side did not break. The tissue pad was severely worn.